Event description:
The flow rate is not working correctly, found during pt use with no pt injury or medical intervention required. There have been no incident reports filed since the last baxter service event.